Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The vessel size requirement for the dsf2233 is 8.2mm.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent emergent endovascular treatment of a ruptured thoracic aortic dissection with a gore® tag® conformable thoracic stent graft with an ulcer-like projection. A gore® dryseal flex introducer sheath was used for access. When the 22fr sheath was inserted into the body, some resistance was noted. It was reported that the diameter of the left external iliac artery was about 7mm. After deployment of the device, angiography revealed a dissection in the left external iliac artery. A bare metal stent was deployed from the origin of the left common iliac artery to the proximal region of the left common femoral artery. The patient tolerated the procedure. No transfusion was required. The physician stated, although some resistance was noted, the deployment was prioritized due to the emergency procedure.